Event description:
Surgical procedure performed due to pain. The knee was washed out and the poly insert exchanged.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or drawn any conclusions about the reported pain based on the provided information. Based on the investigation findings, the need for correct action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.